Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified brachial artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use but failed to cross the lesion and the device was removed before the inflation. Another 6.00mm/2.0cm/50cm peripheral cutting balloon was selected. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed by simply pulled out from the patient's body and the procedure was completed wth another of the same device. No patient complications were reported. The patient condition was good.